Event description:
It was reported that there was particulate matter contamination in twenty one (21) exactamix vented, high-volume inlets. The pm was described as ¿hairs, particles, and lint in the outer packaging, the inlet, and/or on the connectors¿. These issues were observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured in february 2025. H11: twenty one (21) actual devices were received for evaluation. Visual inspection of returned samples showed dark/brownish fiber, dark/yellow spots embedded on connectors, spike ports, or within packaging, all outside the tubing and not in the fluid pathway. The white liquid like material was observed inside the transparent cap of the white spike connector and within the fluid pathway. The reported condition was verified. The cause of the condition was possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.